Event description:
It was reported that a pump declared an altitude alarm 21. There was no adverse impact to the customer's blood glucose level. The customer's insulin was suspended due to the altitude alarm, and technical support instructed the customer to clean the speaker holes and reconnect the cartridge to resume insulin delivery. The customer also requested a callback for further troubleshooting.